Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated "I have issues with stuttering that started not long after my pacemaker was implanted 6 years ago. And they've progressively gotten worse. One of my doctors suggested maybe there could be a problem with a lead". The patient's right atrial lead remains in use. No further patient complications have been reported as a result of this event.